Event description:
It was reported that customer experienced minimum fill notification while attempting to load cartridge, despite having sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, attempted to reload same cartridge without success, then loaded second cartridge using room temperature insulin and proper air removal technique after education from technical support, and successfully resumed insulin delivery.